Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, swelling, and exchange of textured devices due to patient's concern with product.

Event description:
Patient reported right side "pain", "capsular contractures, unknown baker grades", "swelling", and exchange of textured devices due to patient's concern with product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening curved on posterior, crease fold, wear abrasion and white calcification in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "pain", "capsular contractures, unknown baker grades", "swelling", and exchange of textured devices due to patient's concern with product. Device remains implanted.